Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of 14 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, patient developed a severe red raise painful rash which started on (B)(6) 2024. She was using the game ready wrap for 10-12 hours a day on program 1 and 2. She had shorts on when using and wrap was place on top of shirts. She was seen by a dermatologist and prescribed antihistamine and cortisone cream. She has discontinued the game ready therapy and sent back device. Per additional information received on 25-apr-2024, the game ready therapy began on (B)(6) 2024 (one day after surgery). The rash was discovered by the patient while during use on (B)(6) 2024. Location of the rash was on the side and back of the left hip, left buttock and leg above the knee. Only the left leg was affected. Patient¿s primary care physician prescribed allegra 180 mg once a day and triamcinolone .1% cream 2 times daily. Patient started using prescriptions the day it was prescribed, (B)(6) 2024 and continues on the medication. The upper portion of the rash (first to appear) is faded mostly to nickle-sized light purple rounds (in a grid) and the lower portion still has large darker purple blotches with 12 red to orange lesions, slowly improving.

Manufacturer narrative:
All information reasonably known as of 07 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.